Event description:
The doctor alleged the omega loops of the lingual arch of the herbst appliance were angulated lingually causing severe impingement on the lateral aspects of the tongue resulting in chronic ulcerations. The appliance was removed and the patient was prescribed peridex mouth rinse. The patient healed and is doing fine.